Manufacturer narrative:
Self-test passed. Visual inspection performed and found no cosmetic damage. Unable to verify complaint or duplicate an overdelivey, delivery accuracy test performed per tsm 5.5.22 (2) timees and passed one time at 20.5ml and the other at 20.4 ml.

Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Event description:
A complaint was received that reported a plum 360 infusion pump had an over-infusion. The volume in the bag was also half of what it should have been, which indicates there was an over-infusion of more fluid than what the pump recorded. The baby had normal blood sugar levels once we stopped the infusion within the hour.